Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that pins on battery connector pins were bent. There was no report of patient involvement.